Manufacturer narrative:
(B)(6).

Event description:
It was alleged that the flow control valve unit solenoid would not engage making it impossible to load the irrigation tubing. Additional information received on 11/11/15 and (B)(6) 2015 indicated that the incident resulted in a 30 minute delay of the procedure while the patient was anesthetized and the procedure was completed using a competitive device. There have been no reported patient complications.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question was not returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. Potential factors unrelated to the manufacture or design of the device that could have contributed to the reported event include: the user¿s surgical technique. Coblation/ablation is affected by the selected set point, amount of pressure on the tissue and the speed with which the wand is passed over the target tissue. A loose flow control valve connection to the controller at the customer¿s facility. Excessive tensile stress applied to the cable could have partially broken one or more signal wires, causing intermittent connection. Cable fatigue, which happens over time due to normal use, could cause pin connections to become detached or insulation and/or wires to break or become compromised. The solenoid cable could have become detached from within the valve. A review of manufacturing records for this lot number found no deviations or non-conformances during the manufacturing process. There are no indications to suggest the device did not meet product specifications upon release into distribution.